Event description:
The device was inspected before use with no issues noted. Physician was attempting to deliver one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 97% stenosis and vessel tortuosity but the device could not pass the lesion due to the severe calcification and tortuosity. No excessive force used. No effect on the patient. The lesion was pre-dilated. The physician completed the procedure, details unknown. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged evaluation summary: the stent was positioned between the marker bands as per specifications. The 10th proximal stent segment was slightly raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 97% stenosis, tortuosity and severe calcification. Deformation problem - stent. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 97% stenosis, tortuosity and severe calcification. Known inherent risk of procedure ¿ (stent deformation). (B)(4).